Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one certain® titanium hexed screw was returned for investigation. Visual evaluation of the as returned product identified the screw as a uniht. Fracture identified across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth 37 (fdi) and was used for approximately 10 years, and 8 months. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (iuniht).no actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Event description:
It was reported the screw fractured in the implant. The fracture portions were removed from the implant and the it is fine.